Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic gall bladder bile duct resection, after firing, an attempt was made to release the cartridge and adapter, but it could not be disconnected. The product area has been finished, and when the product check was performed, the device did not stop at post-articulation 0 position and has been continuously articulating. Even after performing the release with strong force, the device did not disconnect. The button was recognized to be operational. The handle was able to work with a new set of shell, adapter and reload. There was no patient injury

Manufacturer narrative:
D10 concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6) sigpshell, sig power sigpshell control shell (lot#: unknown) egia45avm egia 45 artic vasc med sulu (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.